Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the button error alarm due to the blank display. The pump had moisture damage on the keypad traces. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage and button error. Customer's blood glucose at time of incident was unknown. Customer reported that pump is exposed to water. Customer was in the pool with pump. Customer stated that there is steady vibration but no alarm. Customer stated that he received button error. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.